Event description:
It was reported during a ptca procedure while attempting to treat a lesion in a 90% proximal to mid right coronary artery with heavy calcification, the guide wire could be advanced 1cm into the lesion, but it became stuck. The guide wire was pulled on in an attempt to remove it, but the guide wire was found to have separated 2cm proximal from the tip. The separated tip remains in the pt's body.